Event description:
A customer reports receiving a blank screen on their freestyle meter. The customer reports feeling dizzy and nauseated and being taken to the hospital by her family. The customer reports being diagnosed with dka at the hospital. The course of the hospitalization is unknown.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.